Event description:
On 03/10: customer reports via fax; (B) (6) having CT of abdomen with contrast. Injector loaded with optiray 320, injection protocol 0.81ml/sec for 73ml volume. Pt had portacath previously accessed. Checked for blood return by technologist. Reported scant amount, but stated flushed easily. No contrast was seen on exam. Scout was taken. Large infiltrate to chest with 73cc of contrast extravasated. Applied warm compresses. Facility indicates unk pt outcome because, they do not track the pt outside the dept. No other info made available by the facility staff.

Manufacturer narrative:
Pending investigation. Upon receipt of the investigation report, a medwatch 3500a supplemental report will be submitted.